Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon indicated that the reamer shells were dull.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. It was reported surgeon indicated that the reamer shell is dull. The instrument associated with this report was not returned. A search in the complaint database found similar reports that attributed the root cause to be from heavy usage. However, with no more information and no instrument returned to examine, a root cause cannot be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. Re-opened- product received 11 feb 2020. Examination of the returned instrument confirmed the complaint of dullness. The complaint sample consisted of (1) 244000558-quickset ace grater head 58mm, lot so2016106. The root cause can be attributed to heavy usage and wear out. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under sep 419 post market surveillance

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the instrument associated with this report was not returned. The root cause could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.